Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. From the results of the investigation, it was not possible to confirm the customer failure. Since the reported phenomenon could not be confirmed, the exact cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle's rotary adjustment knob on the sheath could not be sufficiently locked during a bronchial echo-endoscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.